Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The tubing was observed to be separated from the male luer. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to the FDA who notified baxter of a separation that occurred with a clearlink duo-vent continu-flo set when the patient stepped out of a room, pulling on the IV and causing the secondary set to detach at the distal y-site. The secondary set that became disconnected is unknown. A sigma spectrum pump was used in conjunction with the sets at the time of this event. There was no patient injury or medical intervention reported. No additional information is available.